Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B)(4). Product unavailable for analysis.

Event description:
(B)(4). Same case as 2134265-2009-05392, 2134265-2009-05393, and 2134265-2009-05394. It was reported that during a coronary artery stenting treatment procedure a dissection occurred and later the patient expired. Target lesion #1 was located in the diagonal artery. The reference vessel diameter was 2.2mm and the lesion length was 10mm. Pre-procedure stenosis was 55% and post-procedure was 3% residual stenosis. A 2.25x12mm liberte stent was implanted. The procedure was a technical success. Target lesion #2 was located in the diagonal artery. The reference vessel diameter was 2.2mm and the lesion length was 10mm. Pre-procedure stenosis was 80% and post-procedure was 3% residual stenosis. A 2.2x12mm liberte stent was implanted. The procedure was a technical success. Target lesion #3 a 2.5x22mm, 100% stenosed target lesion was located in the left anterior descending (lad) artery. A 2.5x24mm liberte stent was advanced. After deploying the stent a dissection was observed. An additional liberte stent was implanted to treat the dissection and the residual stenosis was reduced to 0%. Post-procedure the patient was prescribed aspirin 100mg/day and clopidogrel 75mg/day for twelve months. Two days after the index procedure the patient experienced a cardiac death. The patient did not have angina or silent ischemia.